Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected low battery alarm or blank display was noted. The insulin pump had minor scratches on the display window.

Event description:
Customer reported that the insulin pump has low battery alerts. Customer called back after because the replacement of the battery cap did not resolve the issue. Customer stated that the battery did not last more than one week. Customer has been changing the battery every 2 days. Customer also reported that she was cooking and her insulin pump beeped and the display went blank. Customer had to remove and reinsert the battery several times to make it work. Blood glucose value was 88 mg/dl; last value was 101 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.